Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: colectomy. Event description: during a colectomy on the 1 june the clamp is stuck in closed position on the omentum. The surgeon had to cut around the jaws to be able to remove it. No consequences for the patient. The clamp is available for expertise at the pharmacy. Type of intervention: device replacement. Patient status: no patient harm.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: colectomy. Event description: during a colectomy on the (B)(6), the clamp is stuck in closed position on the omentum. The surgeon had to cut around the jaws to be able to remove it. No consequences for the patient. The clamp is available for expertise at the pharmacy. Type of intervention: device replacement. Patient status: no patient harm.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience of jaws locking could not be replicated or confirmed. The event unit met current specifications and there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: colectomy event description: during a colectomy on the 1 june the clamp is stuck in closed position on the omentum. The surgeon had to cut around the jaws to be able to remove it. No consequences for the patient. The clamp is available for expertise at the pharmacy. Type of intervention: device replacement patient status: no patient harm.